Manufacturer narrative:
(B)(4). Date sent: 7/2/2026. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: how many devices demonstrated the alleged deficiency? -do you have any photos available for visual analysis? --please refer to the event description, other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a fallopian tube recanalization surgery procedure on (B)(6) 2026, and suture was used. At 10:42, during fallopian tube recanalization, the needle tip and suture broke. The doctor immediately stopped suturing and checked if the suture was complete. The doctor immediately replaced the suture with a new one to continue suturing. Additional information was requested.